Manufacturer narrative:
This report is submitted on february 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection and an abscess at the incision site. The patient was treated with oral and topical antibiotics on (B)(6) 2017. Clinical management of the patient is ongoing. The implanted device remains.